Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the connector connection is getting loose and insulin spills out. Caller stated patient experienced elevated readings of 391 mg/dl and 347 mg/dl as a result of this issue. No adverse event reported. Requested return of the alleged device for evaluation.